Event description:
It was reported that the end user leaned back one day and the right side back cane popped on the xtra wheelchair. Dealer stated he believes the issue stems from normal wear and tear. Dealer stated there were no injuries associated with the incident.